Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display on the animas pump reportedly is very dim for the last few weeks. The reporter stated that he can only read the screen in a dark room, and cannot read it outside or inside the house. There was no trauma or moisture issue. The contrast was set to 10 but the issue is not resolved. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the display screen was found to be dim/fading. A test screen was inserted and was found to function properly. Unrelated to the complaint, evaluation revealed a crack in the battery compartment extending from the threads to the keypad.